Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, the device misfired. Upon using the stapler for anastomosis of the bowel when it was fired, it showed obvious failure immediately. It did not fire the staples appropriately. It did not cut adequately and cut partially, so it was partially open and not sealed in any way. The esc29a was used on a sigmoid colon. The stapler did not form "b"'s and instead made a "u", which did not hold the colon together. We had to resect again and staple a second time. The second stapler was used to complete the case with no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 06/04/2020 d4: batch # u5ah89. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.